Manufacturer narrative:
(B)(4). The service engineer (se) found the analog interface(ai) printed circuit board (pcb) to be faulty. The repair of the device has not been completed.

Event description:
It was reported that the 840 ventilator generated an alert message then shutdown. There was no patient involvement at the time of the reported event.

Manufacturer narrative:
(B)(4). Repair was completed at a non-medtronic location and the product is not in medtronic control. The reported complaint could not be confirmed without the product return.